Manufacturer narrative:
Philips service performed a reboot and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was not fully booting and stuck before application launch on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.